Manufacturer narrative:
The customer¿s reported complaint of an over infusion of thymoglobulin (atg) was not replicated during testing. However, it is suspected that during the incident, the backed-out pivot latch screw may have contributed to the over infusion event. Sample inspection: an external and internal inspection of the customer¿s incident pump identified the door latch loose and the pivot latch screw protruding from the front case, scrapping against the pcu. The sear showed signs of overextension, observing a depression on the component. The male and female iui connector contact pins were observed with unidentified film contaminants. Log analysis results: results from a review of the logs identified the reported atg/alg thymoglobulin infusion beginning on (B)(6) 2020 at 10:25 am and ended at approximately 11:52 am. The drug amount was 37mg, the diluent volume was 125ml, the rate was entered as 18ml/h and the vtbi was 125ml. The infusion started with 0.0ml primary volume infused. Prior to the start of the infusion, the pcu was powered up at 9:27 am on (B)(6) 2020. At the time of the incident infusion the system consisted of the source pump module s/n (B)(6) (channel a) and the syringe module s/n (B)(6) (channel b). The profile ¿pediatric oncology¿ was most likely in use on this day. Seconds after the start of the infusion, the user updated the vtbi to 80mls and the infusion was restarted. At 10:29 am the door was opened resulting in a door open alarm and the user closed seconds later and restarted the infusion. Two air in line alarms were exhibited, one at 11:36 am and a second at 11:37 am. After each alarm, the user restarted the pump. The user paused the pump twice, once at 11:41 am and then at 11:42 am. The total pvi was noted 21.685ml. Based to the reported event, the infusion completed after the 2nd pause event at 11:45 am. Test results: a timed rate accuracy test, identified the pump failing for rate accuracy, showing the pump under infusing. However, this was an incidental issue and was associated to the pump module being out of rate calibration. Sear functional testing demonstrated the pump module failing during quick open and slow open testing with the pivot latch screw in the out position and a loose-fitting door latch assembly. Once the pivot latch screw was replaced with a new screw, rectifying the loose-fitting door latch, 4 out of the 5 test trials passed. The probable root cause of the customer¿s experience with an over infusion was most likely a result of the backed-out pivot latch screw on the door latch. The root cause of the backed-out pivot latch screw was not definitely determined. However, this issue can occur by the following reason: assembly spring does not engage the screw shoulder completely. Insufficient thread engagement between screw and screw hole. Thread locking material on the pivot latch screw is insufficient. Device history review: a review of the device history record showed the device had a manufacture date of 04/20/2015. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an over infusion of anti - thymoglobulin (atg) involving a pediatric patient. The atg (37 mg), was ordered to infuse over 6 hours at a rate of 18 ml/hr. The total volume to be infused (vtbi) was 80 ml. The nurse started the atg primary infusion at 10:20 am. There was no secondary infusion. At 11:45 am, the pump alarmed and it was observed that the atg infusion was complete. The infusion finished in just over 1 hour and 20 minutes. The pump still displayed a remaining vtbi of 58 ml, although the bag of atg was empty. As a result of the over infusion, the patient experienced tachycardia and tachypnea. The patient's heart rate increased to 160 bpm and respirations increased to 56 bpm. The rapid response team (rrt) was activated due to the patient's change in condition. Diphenhydramine (15 mg), and hydrocortisone (150 mg) was administered for treatment. The following labs were drawn: procalcitonin, esr, hepatic profile, crp and renal profile. All lab results were within normal limits. The patient was kept under observation for an additional 24 hours.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was an over infusion of anti - thymoglobulin (atg) involving a pediatric patient. The atg (37 mg), was ordered to infuse over 6 hours at a rate of 18 ml/hr. The total volume to be infused (vtbi) was 80 ml. The nurse started the atg primary infusion at 10:20 am. There was no secondary infusion. At 11:45 am, the pump alarmed and it was observed that the atg infusion was complete. The infusion finished in just over 1 hour and 20 minutes. The pump still displayed a remaining vtbi of 58 ml, although the bag of atg was empty. As a result of the over infusion, the patient experienced tachycardia and tachypnea. The patient's heart rate increased to 160 bpm and respirations increased to 56 bpm. The rapid response team (rrt) was activated due to the patient's change in condition. Diphenhydramine (15 mg), and hydrocortisone (150 mg) was administered for treatment. The following labs were drawn: procalcitonin, esr, hepatic profile, crp and renal profile. All lab results were within normal limits. The patient was kept under observation for an additional 24 hours.